Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log was provided for review. The logs indicated the device did not discharge energy due to the device not detecting a valid impedance. The x series operator's guide states that x series defibrillators can deliver biphasic energy from 1 joule to 200 joules. The energy delivered through the chest wall, however, is determined by the patient's transthoracic impedance. If hands-free therapy electrodes are used, make sure that they are properly applied. The log review suggests the device provided the appropriate user advisory. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.